Manufacturer narrative:
Patient information was requested and the customer reported the information is unknown.

Event description:
The customer reported touch screen failure; users have been reporting loss of function; calibration as been performed but the failure is recurring. The customer reported there was patient involvement and no patient harm.